Manufacturer narrative:
A visual inspection, functional testing, and additional testing methods were performed on the returned device. The reported difficulty advancing could not be confirmed as it was related to procedural circumstances. The reported material separation was confirmed. The reported signal lost was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and evaluation of the returned device, the reported resistance during advancement, loss of signal, and material separation resulting in subsequent patient effects of dissection, perforation, occlusion, periprocedural myocardial infarction, and unexpected medical intervention to treat the dissection and embed the separated tip in the vessel was likely related to circumstances of the procedure. It is likely that during positioning against resistance in the tortuous lesion, the pressurewire tip kinked/prolapsed causing intermittent loss of signal. Additional manipulation of the pressurewire restored signal; however, the tip separated during withdrawal and remained in the lesion causing occlusion, perforation and dissection of the vessel. Reportedly, the patient suffered a periprocedural myocardial infarction due to the dissection resulting in prolonged hospitalization. The reported patient effects of perforation of vessels, dissection, occlusion and myocardial infarction are listed in the pressurewire instruction for use as known potential complications which may be encountered during all catheterization procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a tortuous lesion in the mid left anterior descending (lad) artery, with a sharp bend of approximately 45 degrees. The pressurewire x was advanced and it was noted that there was resistance with the target lesion. A loss of pressure signal was observed, which recovered following some degree of manipulation. The device was withdrawn without issue; however, the distal tip separated and remained in the anatomy. A vessel perforation and dissection occurred which resulted in a vessel occlusion with an approximate duration of 120 to 150 minutes. The patient suffered a periprocedural myocardial infarction due to the dissection. The occlusion was treated with an additional stent, that mostly covered the separated tip. Prolonged hospitalization was required. No additional information was provided.